Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that performance data was evaluated and showed that the patient received two inappropriate shocks due to atrial tachycardia/atrial fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.